Manufacturer narrative:
Patient identifier, age, dob, sex, weight, ethinicity & race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: lead tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor used the involved ik device to access the right common femoral artery. While crossing the calcium in the rfa, physician stated that tip of precision access kit broke off in calcium. Vascular surgery was called, and they counseled cardiologist to move forward with case. Patient was doing well and was not affected. Procedure outcome was successful. The event occurred intra-operative. Additional information was received 16 mar 2023: the procedure performed for the patient at the time the issue occurred was left heart catheterization (lhc). There was no surgical intervention for the patient. The wire was the component in the kit that broke off. They do not plan to remove the wire tip that remains in the calcium. There was no allegation against the terumo wire that broke off; calcium caused the wire tip to break per physician. The patient condition was clarified as stable. No other devices or equipment used with the subject wire.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedure complications. Without a sample, the exact root cause cannot be determined. It is possible the calcium in the artery increased resistance during removal of the guidewire in difficult anatomy, causing the guidewire to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).